Event description:
Knee effusion, granuloma, synovitis. A pt recently received three synvisc injections in both knees. Three days after the third injection into the left knee, a large effusion developed without fever or chills. Joint fluid was aspirated at the rheumatologist's office and revealed 10,400 cells/mm^3 (cell type not specified) with no crystals or micro-organisms (negative cultures). At admission, the pt's body temperature was normal. An effusion was noted in the left knee, with no popliteal cyst or motion range limitation. Peripheral blood cell counts were normal, the erythrocyte sedimentation rate was 16 mm/hr and the c-reactive protein level was 12 mg/l. Joint fluid aspirated five days after symptoms onset contained 820 cells/mm^3 with a fairly high proportion of neutrophils, negative tests for crystals and no osteoarthritis. To rule out septic arthritis and to determine the mechanism underlying the arthritis, a synovial biopsy was performed. Histology disclosed granulomatous tuberculoid inflammation with a histiocytic and giant-cell reaction but no caseation necrosis or identifiable foreign bodies. No neutrophils or organism were observed upon microscopic examination of the biopsy fragment, and cultures were negative after 48 hours. As there was no reason to suspect tuberculosis, cultures on lowenstein medium were not performed. No specific treatment was given. The effusion resolved within a few days.